Event description:
Dimensional discrepancy. It was reported that, "surgeon broached with #5 hip star rasp. After broaching, instructed the nurse to open a #5 127 degree hip star stem. Surgeon went to the implant stem into pt. The implant set lower in pt than the rasp. Surgeon pulled implant out of pt and compared it to the corresponding rasp. There was a noticeable size difference between the implant (#5 127 degree) and #5 rasp. The rasp was bigger proximal and distal. Surgeon chose to broach with larger #6 rasp and implant a #6 127 degree hip star stem."

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There are 3 events associated with this event type (dimensional discrepancy) and product code (lxo).